Event description:
It was reported that the lead dislodged due to twiddling which required modification. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead exhibited no capture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.